Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they have not used their ins for 8 months and the last time they charged their ins was 8 months ago. Pt said they were charging their ins and it was 3/4 charged, but later confirmed they were charging the recharger. Pt said they stopped using their ins because they had spinal fusion surgery. Pt said they had an MRI scheduled for tomorrow and needs to enter MRI mode for the MRI. Patient services specialist (pss) had the pt attempt to initiate a charge session to their ins but saw the "reposition antenna" screen on the recharger. Pt tried to connect their pt programmer with/without the pt programmer antenna, but continued to see the "poor communication" message. Pt noted they put brand new batteries in the pt programmer. Pss reviewed over discharge to the pt and informed them that the ins could possibly be over discharged. Pt became escalated and was frustrated they could not enter MRI mode and they would have to delay their MRI. Pt said they wanted their ins removed because no one told them about over di scharge. Pss offered to provide the pt with nas number and the MRI eligibility form for their hcp to fill out, but the pt declined and disconnected from the call. Pss did not ask the pt their hcp because of an escalated call. Pt said they were in pain and can't walk and can't move forward with their treatment plans. Pss did not ask clarifying information about their pain and could not gather an event date due to the situation of the call. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.redirected caller: patient's hcp patient reported a new implant was being put in. Cause of not being able to charge was due to connector cord being bent. They were sent a new one.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.